Event description:
On (B)(6): customer reports via phone, during cerebral angiography procedure, the tip of the luer lock nut has broken off, allowing the high pressure tubing to detach and spray contrast. Injection protocol; 20ml/sec for 40ml volume, 900psi. Merit medical high pressure tubing connected to the syringe, 5fr pigtail catheter connected to the hp tubing. Customer did not provide pt info, other than to say no body was injured, all staff wears personal protection gear.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.